Event description:
It was reported that a hardware removal due to nonunion occurred. The initial surgery was seven years ago in (B)(6) and the applicable information related to the initial surgery are unknown. It was also reported, postoperative that x-rays showed a non-union; also, the x-rays showed the proximal femur plate with unknown number of unknown screws are implanted and therefore attributed to the non-union. Another plate and screw system was implanted; however, there is no allegation against that system. No revision surgery has been scheduled at this time. This complaint involves unknown number of screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown quantity of unknown number screws. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.